Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l leaked. The following information was provided by the initial reporter: "on the other hand, we had another case of leak on a blue catheter ref 393222 of 22 g of 25 mm lot 9167767p01 flow rate 2cc/second volume 100cc."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l leaked. The following information was provided by the initial reporter: "on the other hand, we had another case of leak on a blue catheter ref 393222 of 22 g of 25 mm lot 9167767p01 flow rate 2cc/second volume 100cc".